Manufacturer narrative:
The customer's complaint that the lifeband cover plate locking tabs were not staying locked into the autopulse platform's (sn (B)(6)) slots was not confirmed during the visual and functional testing. The customer's complaint was not reproduced during the testing, and the platform functioned as intended. Upon visual inspection, unrelated to the reported complaint, a tear on the load plate cover and a crack across the screw well area of the front enclosure was noted. The observed physical damages were likely attributed to user mishandling. The damaged parts need to be replaced to address the observed physical damages. Upon further inspection, unrelated to the reported complaint, it was noted that the encoder drive shaft does not rotate smoothly and exhibits binding and resistance. The root cause was the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the clutch rotor's surface, likely attributed to normal wear and tear. The sticky clutch's impact was not severe enough to make the platform non-functional. The clutch plate needs to be deburred to remedy the problem. The platform was manufactured in 2016 and is over eight years old. The archive data review indicated no significant discrepancies around the reported event date. The autopulse platform passed the initial functional testing. The platform was tested for 45 minutes with the normal manikin in 30:2 and 40 minutes in continuous compression mode, 35 min with the lrtf (large resuscitation test fixture) manikin in 30:2 compression mode, and continuous compression mode without issue. The platform also passed the load cell characterization test. One of the autopulse platform's slots was noted to be a little worn, but not enough for the lifeband cover plate locking tabs to stay unlocked. Throughout the testing, the lifeband cover plate did not fall out even with vigorous shaking, and the channel width of the platform was measured and was within the specification. Zoll is awaiting customer approval for service repair.

Event description:
The emergency department (ed) staff reported that the lifeband cover plate locking tabs were not staying locked into the autopulse platform's (sn (B)(6)) slots. Per the customer, the reported issue is recurring, and the retaining tabs on the autopulse are old and worn. No patient involvement.